Manufacturer narrative:
Investigation is not complete. Trends will be evaluted. No complaint was stated against this device. Additional information has been requested from the user facility. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00023, 00024, 00025.

Manufacturer narrative:
Conclusion: product did not contribute to event.

Event description:
Allegedly removed during the revision of another component.